Manufacturer narrative:
Investigation: no photos or physicals samples that display the reported issue were provided for investigation. The final product is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11499. Based on the available information, we are not able to identify a root cause at this time.

Event description:
It was reported that during use of the bd phaseal¿ secondary set (c62) there was an issue with leakage. The following information was provided by the initial reporter: replacement of c61 they are using c62 in vaasa. Today different product quality problem occurred (last times it have been loosing apart from the tube and connector) this time cytostatic avastin was leaking from tube (right below connector ) quite soon after drug preparation was done.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ secondary set (c62) there was an issue with leakage. The following information was provided by the initial reporter: replacement of c61 they are using c62 in vaasa. Today different product quality problem occurred (last times it have been loosing apart from the tube and connector) this time cytostatic avastin was leaking from tube (right below connector ) quite soon after drug preparation was done.